Event description:
In 2009, the patient reported that for the past "couple of weeks" she has had elevated blood glucose readings up to 315 mg/dl with her target range being 120-140 mg/dl. She had no symptoms. She said she has not received an occlusion error in the last month. She stated that for the past week when she boluses she is "tasting insulin" and her blood glucose is elevated. During the report, the patient noticed an air bubble in the cartridge. She was advised to prime the air out and she successfully did so. She stated she does not usually allow the insulin to reach room temperature before use and she was advised to do so. She said she does not adjust the piston rod nor attach the adapter and tubing to the cartridge prior to inserting it. She was advised to do so. On follow up five days later, the patient stated her blood glucose continues to be elevated and over the past 3 days has ranged from 213 mg/dl to 432 mg/dl. She stated she will continue to work with her doctor to resolve her blood glucose concerns. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.